Event description:
The customer reported a motion disabled error which caused a loss of motorized movements. The system would be effectively unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The emergency stop switch was repaired during the service call. The system was tested and found to be working as intended and put back into service.